Manufacturer narrative:
Device evaluation 2 of 2. Please see mfg report #1627487-2010-02806 for device 1. Evaluation, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and found to meet specifications; no anomalies were found. The lead was visually inspected and found to be incomplete. Testing could not be confirmed on the incomplete lead. Conclusion: the cause of the reported complaint could not be confirmed. The lead was returned incomplete and testing could not be performed. The ipg returned along with the lead passed all lab testing. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2 please see mfg report #1627487-2010-02806 for device 1. On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, a company representative was informed that the pt's system would be explanted on (B)(6) 2010. It is unk why the system was removed.